Manufacturer narrative:
The account provided a picture of the broken composite sling bar hook. The most probable cause for the composite hook to break is the load being applied asymmetrically on only one side of the sling bar. Tests performed on universal sling bars have shown that when the load is applied to both sling bar hooks, as per the intended use, the composite hook can withstand > 780 kg before breakage. In the instruction guide for universal sling bars (7en160185 rev. 4), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hillrom provided the account the proper part number to order to replace the sling bar. Additionally, hillrom has requested the broken sling bar be returned to hillrom for further investigation. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from the account stating the slingbar hook broke off the slingbar. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).